Event description:
End user called to complain that the device does not run the calibration test. Trouble shooting by phone confirmed. The device was replaced and the defective one returned for investigation.